Event description:
Event description boston scientific, crm received information that these two flextend pacing leads were unable to be successfully implanted. They had higher impedance measurements and were therefore removed. Two fineline leads were then implanted.